Event description:
It was reported that on (B)(6) 2012, after the carotid procedure with the rx acculink in the left internal carotid artery, the patient noticed a bright yellow color in his left lower eye where he was unable to see through. The ophthalmologist identified this visual defect as an occluded small retinal artery. There was no treatment provided. On an unspecified day in (B)(6) 2012, the patient had a transient ischemic attack with difficulty speaking, weakness, clumsiness in his right hand and arm. This resolved on its own within a couple of minutes without treatment. There was no recurrence of these symptoms. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of occlusion, transient ischemic attack, and visual disturbances are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.